Manufacturer narrative:
During processing of this complaint, an attempt was made to obtain complete patient information.

Event description:
It was reported the patient underwent an unrelated surgical procedure. Prior to the procedure, the patient did not set their ipg into surgery mode. In turn, their ipg was deemed inoperable due to it no longer being able to communicate with their programmer device. The patient's ipg was able to be restored via troubleshooting.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.